Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was not able to turn the insulin pump off. Customer's blood glucose value was 140 mg/dl at the time of incident. Customer also reported that insulin pump had low battery alert and hardware low level failures but he was able to clear the alarm. Self test was performed and it was passed. The insulin pump will be returned for analysis.